Event description:
The lay user/ pt contacted lifescan alleging that the product was having the following unresolved processor issue: meter reverting to setup mode. The pt does not have meter or test strips with her to go through troubleshooting with the customer service advocate at the time of the call. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.